Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. Upon investigation the monitor was unable to complete functional testing. The cause for the failure was defective u1004 component on the computer/ analog board. Additionally, the c19 capacitor on the defibrillator pca ruptured causing electrolyte to be released. Unit will be removed from service. The root cause for the defective components could not be positively identified. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.